Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pharmacist from hospital stated the patient had been admitted, though the reason for admission could not be disclosed. Dates of hospitalization remained unknown, and it was unclear whether the provider had been informed. According to the hospital team, the patient¿s pump had been locked and could not be unlocked. As a result, the treprostinil infusion was stopped the previous night. It was unknown whether a backup was available at home. The team did not have additional tubing, although the patient had the emergency kit with her at the hospital. At the time of reporting, the patient had been off therapy for more than four hours. The hospital pharmacist contacted for assistance regarding unlocking the pump and obtaining more tubing. An order for cassettes was scheduled for delivery that day, which the husband was expected to bring to the hospital. No further information, details, or dates were available. The therapy was a continuous infusion, but the set flow rate and volume delivered were not provided. No pump alarm had been reported, so the position of the pump at the time of the event was not applicable. Pump return tracking information was unavailable, and no photographs were provided. The reported product fault occurred while in use with the patient. It was unknown whether the product issue caused or contributed to patient or clinical injury. The actual product was available for investigation. The pharmacy did not replace the product, and the patient did not have a backup product to switch to. As a result, the patient was unable to successfully continue therapy. The patient¿s therapy was considered life-sustaining. The outcome of the event was ongoing. The reported product fault occurred while in use with a patient. There was no reported patient harm. Operator of the device was the lay user/patient. The date of report was 13-aug-2025. Patient details were provided: patient is a female.